Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing the test steps was due to a failed valve body.

Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.